Event description:
I have been using the dexcom g7 sensors with my ilet insulin pump. I have been unable to go more then 90 days without a sensor being doa out of the box. Today my sensor was not working out of the box and now I am without any sensors for at least 2 days until my pharmacy can get new units in. Dexcom said they can send me a new unit but it will take 5 business days. They also offered an e-voucher but that is useless to me if the pharmacy's around me don't have any in stock. As I said I am going through these problems ever 3 months with dexcom and they are only getting worse. My phone and insulin pump have been tested and are working fine.